Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photo was provided and reviewed. The first photo shows that the pusher catheter beside the filter and second photo shows the label of the device. Which was verify with the tw details. Based on the photo review the reported event activation, positioning or separation problem. Device dislodged or dislocated cannot be confirmed. A definitive root cause for the activation, positioning or separation problem, device dislodged or dislocated could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 07/2025), g3, h6 (method). (Device, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure via jugular venous puncture approach, filter allegedly could not be released smoothly. It was further reported that filter pusher was allegedly disconnected from the filter. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure via jugular venous puncture approach, filter allegedly could not be released smoothly. It was further reported that pusher rod allegedly broke. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4: (expiration date: 07/2025). H11: section a: through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.